Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, via access at the right common femoral artery, a localized dissection at the access site was reported. A surgical repair was performed. Per the physician, the cause of the dissection is unknown. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.